Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 2018-jul-23 arjo was informed about an incident involving minuet 2 bed. Following the information reported, the patient (elderly female) got her head stuck in the bed between the safety side and the mattress. As a result the patient sustained bruises around her neck and face. In the facility staff opinion the retainers holding the mattress in place unclipped and the mattress shifted creating an entrapment zone. Moreover it was indicated by the facility that the patient involved in the incident was restlessness and moving constantly while lying in bed. After receiving the communication about the incident occurrence, arjo service technician was dispatched to conduct the device inspection. Upon the device evaluation it was revealed that the mattress retainers responsible for holding the mattress were not damaged, however unclipped from their intended position. The general condition of the device was found to be good, no other device failures were found. According to the standard iec 60601-2-52:2015, cl. 201.9.1.101 'protection against patient entrapment in non-moving parts', largest gap between mattress platform should not be larger than 120 mm. Additionally, a cone tool (as specified in this standard) should not pass to its 120 mm diameter part while force of 250n is applied. Minuet 2 has been certified to iec 60601-2-52 standard. The arjo technician performed an entrapment test in order to verify if the device in question is up to manufacturer's specification taking into account this criteria. It confirmed that if the mattress retainers holding the mattress are in place, there is no entrapment hazard. The technician repositioned the mattress retainers, made the facility staff aware about proper placement of the mattress retainers. It needs to be emphasized that when choosing the bed and mattress combinations, it is important to consider the use of safety sides based on clinical assessment of each individual patient and in line with internal facility policy. Side rails must always be used with a mattress of the correct size, which is approved for use with this bed. The device in question was used with an equilibrium mattress distributed by arjo in canada that was approved to be used with minuet 2 bed (that is passing entrapment test). The product instruction for use (746-396-ca-11), informs the user how to properly use the device to ensure the patient and caregiver safety. It also contains a general warnings and cautions, including those which warns about entrapment hazard and proper patient assessment: "before operating the bed, make sure that the patient is safely positioned to avoid entrapment or imbalance." "Entrapment hazards may exist when using a very soft mattress, even if it is the correct size." "Side rails must always be used with a mattress of the correct size, which is approved for use with this bed." "The clinically qualified person responsible should consider the size, age and condition of the patient before allowing the use of side rails." Additionally instruction for use (746-452-02) dedicated to the mattress retainers (cm-acc24 accessory) indicates the correct positioning of the mattress retainers depending on the device model. Upon the conducted investigation and the device inspection done by arjo technician, we were able to determine that the improper placement of mattress retainers together with health condition of the involved patient (restlessness, moving constantly), might have led to the unfortunate patient body entrapment. Although there was no serious injury reported in relation to this complaint we decided to report this case to the competent authority on a potential. The device was used for patient handling while the incident occurred. The mattress retainers unclipped and from that perspective the device did not meet is manufacturer's specification.

Event description:
On (B)(6) 2018 arjo was informed about an incident involving minuet 2 bed. Following the information reported, the patient (elderly female) got her head stuck in the bed between the safety side and the mattress. As a result the patient sustained bruises around her neck and face. In the facility staff opinion the retainers holding the mattress in place unclipped and the mattress shifted creating an entrapment zone. Moreover it was indicated by the facility that the patient involved in the incident was restlessness and moving constantly while lying in bed.